Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4). Smartablate generator, model #m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Decapolar catheter, model #d-1353-04-s, lot #17452891m. Cordis 8fr 11cm sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic left ventricular tachycardia/premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. During ablation phase, a tamponade was diagnosed. Patient was transferred to the operating room for surgical intervention. Patient was reported to be in stable condition at the time of transfer. Patient required an overnight stay for observation. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician did not provide causality opinion. No transseptal puncture was performed, as a retrograde approach was used. Sheath used was a cordis 8 fr 11cm. Total ablation time was approximately 45-50 minutes. There were > 10 lesion sets with power at 10-40 watts at 10-45 seconds each. Smartablate generator power at the time of injury was at 20-35 watts (not titrated). Irrigated catheter flow was set on standard thermocool settings. No error messages were observed on any bwi equipment used during the procedure. Patient received anticoagulant (heparin) during the procedure. Activated clotting times were not reported.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic left ventricular tachycardia/premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed; no occlusion was observed. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.